Manufacturer narrative:
(B) (4). A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the pt underwent a minimally invasive tlif l4-l5 and l5-s1 using rhbmp-2/acs. Within the first week post op, the pt complained of severe hip and leg pain down to his toes. During the second week post-op, he reported increased left side pain and leg pain, and made several trips to the ER for pain management. Pt has been treated with IV and oral steroids, neurotnin, medtrol dose pak x 2 , narcotics, and crutches. At this time, the pt has been on prednisone for one month. The pt's pain signal is better, but still has not resolved.